Manufacturer narrative:
The reported issue (it was reported that the user found that the catheter with a deflated balloon had fallen out of the patient's body on the second day of placement. No further information provided to us) is confirmed. Per visual evaluation no defects were found. During functional the balloon was inflated with 10 cc of air and immediately was deflated. Then, the balloon was inflated with 10 cc of a mix of tap water and blue methylene using a syringe and immediately the water came off due to a balloon pin-hole. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." (B)(4).

Event description:
It was reported that the user found that the catheter with a deflated balloon had fallen out of the patient's body on the second day of placement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user found that the catheter with a deflated balloon had fallen out of the patient's body on the second day of placement .